Event description:
It was reported that during a t2 nailing procedure, the drill bit broke. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed safely.

Manufacturer narrative:
The drill bit subject to this investigation was not returned to the manufacturer for evaluation, it was discarded. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.